Event description:
It was reported that the vessel was perforated and patient experience hemoptysis. Vascular access was obtained via the right femoral vein. The target lesion was located in the left pulmonary artery. An amplatz - pi was crossed the lesion. After advancing a guide catheter, the wire position was lost and was sitting in the lingular branch. The physician was informed multiple times before acknowledging. After the first aspiration was made, the patient coughed with blood. Imaging confirmed that a perforation was noted on the lingular branch. Anesthesia was called and patient was intubated. A balloon catheter was advanced for tamponade the perforation and after roughly 45 minutes, the bleeding was under control and the patient was stable. The procedure was aborted and rescheduled the next morning. No further complications were reported.